Event description:
Note: the date of the event is unk. It was reported to boston scientific corp in 2008, that a contour vl ureteral stent w/hydro plus was used during an unk procedure. According to the complainant, during preparation, the physician was manipulating the stent and it broke in the middle, outside of the pt. The procedure was completed with another contour vl ureteral stent. No pt complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has not been received for eval, thus, the cause of the reported malfunction is currently undetermined.